Event description:
It was reported that during a routine follow up visit, a device interrogation revealed a handful of recorded episodes where the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead sensitivity was reprogrammed, and the lead will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead, implanted: (B)(6) 2003; 4193 lead, implanted: (B)(6) 2004. (B)(4).